Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg over 500 mg/dl). Manual insulin injections were administered to address bg. Contact alleged pump was not delivering insulin properly. Pump system check was performed with tandem technical support and pump was found to be operating properly. Contact declined tandem technical support's offer to follow up. Reportedly, contact discussed event with a clinical diabetes specialist.